Event description:
On (B)(6) 2026, in the united states, the patient reported that the infusion set tape was not adhering properly, causing the infusion set to be ripped off every time she changed clothes.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.